Event description:
Product was implanted on 9/3/96 and explanted on 6/10/98. Pt developed slit ventricle syndrome with secondary headaches. Overdrainage suspected. Intracranial pressure reading during six hours testing were mostly on the negative side.